Manufacturer narrative:
Hamilton medical ag`s conclusion: hamilton medical ag has received the affected hardware component for investigation. According to the end user, technical fault tf444004 (voltage out of tolerance) occurred during device startup on 29.12.2024. The device did not proceed to operation mode, and no patient was connected at the time of the event. The mainboard was returned and analyzed by our hardware engineering team. No abnormalities or defects could be identified on the component. Following the event, the mainboard was installed in another device and remained in clinical use from 18.03.2025 to 08.04.2025 without recurrence of the fault. This supports the assumption that the issue was an isolated incident, potentially triggered by an external disturbance such as a power fluctuation.as a preventive measure, the mainboard was replaced in the original device. No further issues were reported. Based on the hardware analysis and the absence of recurrence, no device malfunction could be confirmed. Based on the received information, no device problem could be found.

Event description:
On (B)(6) 2024 during the boot up period the unit showed tf444004 and selftest failed message.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Complaint description: quotation of the customer/reporter: "on 29.12.2024 during the boot up period the unit showed technical fault 444004 (voltage out of tolerance) and selftest failed message.". Health impact: none, no patient involved during the event it happened during selftest.